Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found the safety release button had been pushed inward out of the retaining tabs, rather than sliding the button distally. The device instructions for use (IFU) indicate to the user to slide the safety release button to collapse the locator wings and reset the plunger. The thumb advancer had been unlocked and retracted proximally. The vessel locator wings were bent. The bent vessel locator wings are consistent with the reported difficult device removal after clip deployment. The most probable cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending of the locator wings and subsequently contributing to the difficult device removal. Based on the inspection criteria and the device analysis the probable cause for the difficult removal is related to the operational context during use and operator technique. No manufacturing or quality inspection deficiency was detected. A review of the finished device history record did not find any relevant non-conforming material records (ncmrs) generated against this lot. A query of the complaint-handling database was performed and there have been no other previous incidents reported for difficult to remove closure device with this lot number. There does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after a carotid angiogram procedure. Reportedly, after firing the clip the device was difficult to remove and the safety features were attempted unsuccessfully. The physician used hemostats to open the tissue and then the device became released. Adjunctive compression was applied for tissue tract bleeding, the starclose se clip achieved arterial hemostasis. The patient did not experience any adverse effect. The physician is trained in the use of the device. Though requested, no additional information was provided.